Event description:
The reporter contacted lifescan (B)(4) alleging that an error message occurred with the subject meter but was unable to provide the specific error number. The reporter was advised to call lifescan back with additional information about the error message. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.